Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). The livanova field service representative who identified the issue was able to trace the failure to a faulty touch screen. The service representative replaced the lcd touch screen with an led display to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the display of an s5 double head pump became unresponsive during maintenance. This issue was identified by a livanova field service representative during routine service. There was no patient involvement.